Event description:
It was reported that a patient stopped charging her implantable neurostimulator (ins) battery two years prior and was lost to follow-up. She went to her pain doctor who suggested she get the ins replaced and try using the therapy again. The patient had an ins replacement and during the procedure it was found that all impedances were out of range and there was a lead fracture. When the surgeon opened the incision by the area where the electrode was attached into the extension, the insulation was pushed back and the internal lead wires were exposed. Diagnostic testing included impedance testing, x-rays, and reprogramming. The patient was woken up and informed of the issue, and she went back to the operating room the next day to have the entire system replaced. The ins, lead, and extensions were replaced. The product issue was resolved and the cause was determined to be lead fracture. Patient symptoms included no stimulation in the legs and back and it was noted that the patient had (B)(6). Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0406547v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. Product ID: 3708260, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had not charged in 2 years. The patient decided to stop charging their ins because of medical problems. Three trickle charges were tried to no avail. It was unknown what symptoms the patient was experiencing. Of note: previously reported information was omitted from this update

Event description:
Additional information received reported the cause of the lead fracture was unknown. The rep had not seen the patient since her replacement, thus it was unknown how they were doing/if they were receiving effective therapy.